Event description:
It was reported that the patient had a micl 13.2 mm implantable collamer lens implanted in the right eye on (B)(6)2007. As part of the post market study, the patient reported experiencing endothelial cell loss. The icl remains implanted. Further info has been requested but none has been forthcoming. A supplemental will be submitted when further info is available.

Manufacturer narrative:
(B)(4): eval: lens work order search; medical review. Results (other): a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of patient records indicate that pre-op endothelial cell count was 3233 cells/mm2 and after 1 year, the actual cell count fell to 2310 cells/mm2. Endothelial cell loss is highly anticipated after any intraocular surgery. Furthermore, additional cell loss has been noted after yag laser iridotomy. Studies have shown that the amount of endothelial cell loss is effects on the corneal endothelium have not been established. Physicians are advised to monitor endothelial cell density using specular microscopy. Based on the surgeon's discretion, removal of the visian icl may be indicated depending on the extent of endothelial cell loss. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).